Event description:
It was reported that upon opening the kit in the operating room, the swg tube was found bent. Per receipt of the returned sample, the swg was found kinked as well.

Manufacturer narrative:
(B)(4).